Event description:
It was reported that a patient with this neurostimulator stated they are experiencing pain at the implant site, along with a burning sensation that worsens with pressure, and it started about 2 weeks ago. Over the course of the past few weeks, the battery site area swelled up and got better, then came back a few days later. The nurse practioner (np) stated that as of today, there was no swelling. Also, the patient had a previous infection and completed their antibiotics, but never followed up with the clinic; however, there are no signs of infection today. The patient believes that their battery is moving within the pocket as well, which is contributing to their pain. Also, the patient mentioned they are unable to move, sit, or wear pants without the battery incision area, causing them pain. The patient had a follow-up appointment and saw the np; the np reviewed the patient's x-rays and determined that the lead and battery had both moved. The patient's settings have been higher with no symptom control as well as pain, as a result. The lead has 3 electrodes within the sacrum, and the battery appears to be flipped upside-down. The patient is scheduled for a full revision surgery on (B)(6) 2025. The plan is to keep the same battery, just doing a revision on the implant site and placing a new lead. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201. Sn# (B)(6). Model: tined lead. UDI: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, edema, infection, pain, undesired sensations (stimulation-related), and device migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator stated they are experiencing pain at the implant site, along with a burning sensation that worsens with pressure. Over the course of the past few weeks, the battery site area became swollen then resolved only to swell a few days later. The patient was treated with an antibiotic for a previous infection. The patient was seen by the provider, and the implant site had no swelling and no signs of infection. Imaging was ordered due to patients complaint of pain. Imaging showed lead and battery migration. The patient had a full revision of the neurostimulator system. Post-procedure, the patient reported positive outcomes and symptoms. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental being submitted to add to summary (b5), coding (f10), and concomitant product: UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator stated they are experiencing pain at the implant site, along with a burning sensation that worsens with pressure, and it started about 2 weeks ago. Over the course of the past few weeks, the battery site area swelled up and got better, then came back a few days later. The nurse practioner (np) stated that as of today, there was no swelling. Also, the patient had a previous infection and completed their antibiotics, but never followed up with the clinic; however, there are no signs of infection today. The patient believes that their battery is moving within the pocket as well, which is contributing to their pain. Also, the patient mentioned they are unable to move, sit, or wear pants without the battery incision area, causing them pain. The patient had a follow-up appointment and saw the np; the np reviewed the patient's x-rays and determined that the lead and battery had both moved. The patient's settings have been higher with no symptom control as well as pain, as a result. The lead has 3 electrodes within the sacrum, and the battery appears to be flipped upside-down. The patient is scheduled for a full revision surgery on (B)(6) 2025. The plan is to keep the same battery, just doing a revision on the implant site and placing a new lead. It was reported that the patient had a full revision on (B)(6) 2025, both ins and lead, at which time the physician removed the previous implant battery and moved the implant location for the patient to the contralateral side and replaced the ins battery and lead. The physician advised that once the original pocket site was opened, there was discolored fluid so it was washed out and decided at that time to move everything for the patient to the contralateral side for the implant and new product. The representative followed up with the patient on (B)(6) 2025, and the patient was doing good and symptoms were back on track and patient was seeing good improvements. There were no other issues or complications reported.